Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported microscopically intact device, but the opaque and tinted appearance on the inside suggests a porosity. Additionally, the physician reported "breast pain". Partial capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specification, a crease fold, and wear abrasion. Cloudy gel was observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported microscopically intact device, but the opaque and tinted appearance on the inside suggests a porosity. Additionally, the physician reported "breast pain". Partial capsulectomy. The device has been explanted and replaced.